Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia on (B)(6) 2034. The patient's blood glucose levels reached 450 mg/dl while wearing the pod between 24 and 36 hours. The patient was treated with IV insulin and IV fluids. The patient was released the following day on (B)(6) 2023. The pod was removed at the hospital. When removed from the infusion site (arm), the pod's cannula was found bent. The patient has discarded the pod.